Event description:
It was reported that the right ventricular (rv) left bundle branch (lbb) lead exhibited possible ventricular under-sensing. The rv lbb lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.